Manufacturer narrative:
An event of patient death was reported. Information from field indicated that the valve was implanted successfully in aortic position with a depth of 5 mm on the non-coronary cusp and 5 mm on the left coronary cusp. Field indicated that the patient stabilized for a short time but then was unable to come off the support that was being provided by being on bypass. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however the cause of patient's death is consistent with hemodynamic instability which ensued after the first valve was crossed with a wire and severe ai was noted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the navitor instructions for use, "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve."

Event description:
It was reported that on 28 november 2023, a 29mm navitor valve (nvtr-29, (B)(6)) was chosen for implant, using a large flexnav delivery system. The annular dimension was measured to be 78.8mm perimeter, area 479.3, diameter 25.2 average. Upon crossing the valve with a non-abbott wire, before the valve was in the body, the patient began deteriorating and blood pressure was noted to drop significantly. Upon angiogram, there was a wide-open aortic insufficiency and there was also mention of mitral regurgitation. With the patient decompensating, the physician opted to hurry and attempt to place the valve. It was decided to not do the pre-implantation balloon aortic valvuloplasty (pre-bav) and go straight in with the valve. They exchanged the sheath for the large flexnav delivery system and got the valve into the aortic position and began deploying. Upon reaching 80% deployment, they took a picture to check depth and chose to release the valve with an implant depth of 4mm on the non-coronary cusp and -1mm on the left-coronary cusp. The valve migrated to the sinus of valsalva upon release, noting that it was not in contact with the annulus on the side of the left cusp. In the user¿s opinion, there was sufficient calcium to allow anchoring of the device. The valve was snared into the ascending aorta and proceeded to attempt a second valve. As they were evaluating the second valve (nvtr-29, (B)(6)) at 80% deployment, the patient became hypotensive and went into cardiac arrest with ventricular fibrillation. It was decided to recapture and remove the valve to stabilize the patient. After an extended time, the patient was stabilized by placing an impella mechanical support device and placing the patient on bypass. At this time, it was decided to open a third valve (nvtr-29, (B)(6)) for implant, that was then successfully implanted with a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). The patient stabilized for a short time but then was unable to come off the support that was being provided by being on bypass. After an extensive discussion by numerous physicians, support was stopped, and the patient then passed on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.